Event description:
It was reported the patient had some syncopal episodes. With lead manipulation, atrial and ventricular oversensing was seen. In addition, both leads had high thresholds, high impedance and no capture. Both leads appeared to be fractured possibly, due to the patient's torturous anatomy. The leads were removed and placing the new leads was very difficult. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) distal conductor fractured. The full ventricular lead was returned and analyzed. (B) (4) all conductors fractured. The full atrial lead was returned and analyzed.